Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the sample was not received for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of birth: (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a coronary intervention was performed through the femoral artery approach, a terumo 7fr procedural sheath was used in this procedure. After routine angiography for the femoral artery, which showed that the common femoral artery has a good shape and was suitable for using with the angio-seal device. The physician chose to use an 8fr angio-seal device to occlude the femoral artery. After the occlusion, there was obvious bleeding. The physician decided that the angio-seal was not effective, and the anchor was removed, and an abbotts device was replaced to complete the occlusion. The estimated blood loss was less than 250cc. The patient was stable. Additional information was received on 01mar2021. The anchor could not be removed normally after bleeding, and then an incision was made to remove the anchor. The other combined consumables were not terumo's products, and no brand names were provided by the hospital.